Event description:
Sales rep. Was informed by the surgeon that a post-op x-ray showed that two eagel screws were backing out of a swift cervical plate. Surgeon has taken no action at this time, but plans to revise at a later date. As surgical intervention shall occur an MDR is being filed to document this event.